Event description:
It was reported that "during the operation inspection, the charging button and electric shock button on the treatment handle are invalid, and the treatment fails" there was reportedly no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.